Event description:
The customer reported when the circuit was blocked at the time of a test run, a noise (resonance) occurred. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:21may2021. G5:510k: k102985. B4:18jun2021. The reported failure was confirmed by the field service engineer (fse) through operation checking. The internal check revealed that the vibration-proof ring, which was attached to a rubber boot and connected to a blower and airflow port, resonated with the blower's vibration. The fse positioned the vibration-proof ring to resolve the issue. During the evaluation, the fse also identified "backup alarm failed" in the event log but could not reproduce the "backup alarm failed" error. The central processing unit (cpu) board was replaced as preventative measures against recurrence. The unit was tested, and it was returned to service.